Event description:
It was reported that a malfunction alarm with code malf 1 occurred, and the fault ID available was [1-0x290a]. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. The customer was instructed by technical support to put their pump into storage mode before returning it to tandem, and a replacement pump was sent to them. The customer acknowledged the instructions and agreed to return the problematic pump via ups with a pre-paid label within 10 days.